Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system may have been non-optimally programmed and thus may have resulted in an unintended arrhythmia in which the patient was syncopal. Data was reviewed by boston scientific's technical services and programming optimization guidelines provided.